Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an open colon resection procedure, the surgeon went to close the common opening on the anastomosis and the device did not fire any staples. Another device was used to complete the procedure. There was no pt impact reported.